Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. After receiving comprehensive instructions from customer technical support, the caller performed a pump reset. There was no adverse impact to the customer's blood glucose level. Following the reset, the caller successfully initiated a sensor session, and the cgm error did not reoccur.